Event description:
It was reported the patient experienced a loss of therapeutic effect and had been having troubles urinating the last ¿week or so.¿ it was stated the patient had not been able to urinate since the night prior. The patient had increased stimulation to the upper limit of 8.5v, but felt no stimulation sensation. Previously, the patient would feel stimulation for 40 seconds at 5.0v and their toes would curl on their left side. No falls or traumas were noted, but it was noted the patient moved furniture for a living. The patient was not experiencing this with stimulation at 8.5v. It was noted the patient would use a catheter as needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v526889, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).